Event description:
Healthcare provider reported a left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Continued MDR contact facility (g1): (B)(6). Continued MDR contact (g1): (B)(6). Additional, changed, and/or corrected data: a4.

Event description:
Healthcare provider reported a left side rupture. The device has been explanted.